Event description:
T was reported that this device was explanted due to infection. No additional adverse patient effects were reported. The explanted products were not expected to be returned.disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).